Manufacturer narrative:
As reported, the balloon of an 8mm x 2cm 90 saber percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured. Therefore, the device was replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. The lesion was the iliac artery. The product looked normal when it was removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon was inflated once prior to the burst. The product was removed intact from the patient. There were no other anomalies noted when the device was removed from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded in the hospital by mistake. A product history record (phr) review of lot 17718394 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of an 8mm x 2cm 90 saber percutaneous transluminal angioplasty (pta) balloon dilatation catheter ruptured. Therefore, the device was replaced with another unknown balloon catheter and the procedure continued. There was no reported patient injury. The lesion was the iliac artery. The product looked normal when it was removed from its packaging. The device prepped normally. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon was inflated once prior to the burst. The product was removed intact from the patient. There were no other anomalies noted when the device was removed from the patient. Additional procedural details were requested but are unknown. The device will not be returned for analysis because it was discarded by mistake.